Event description:
During the implantation of a vena tech vena cava filter from the femoral approach, the sheath kinked and the physician attempted to force the filter past the kinking point. The sheath perforated outside the pt's body; another filter was implanted without difficulty. The pt was not injured.